Manufacturer narrative:
Radiograph was received and confirmed two superior screws were fractured. The implants remain in-situ and no further investigation can be completed at this time. It is unknown if the patient complied with post-operative care instructions. The patient reportedly fell prior to the event, but it is unknown if this contributed to the event. Surgeon has elected to monitor patient. Fusion is progressing as expected. Root cause has not been determined, no conclusion can be drawn. Review of labeling notes: warnings, cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery include: device component fracture, loss of fixation, fracture of the vertebra, and vascular or visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Device remains in-situ.

Event description:
A male patient had an acdf at c5-6 on (B)(6) 2014. The patient sustained an impact to the head during a fall. It was determined on (B)(6) 2015 that two superior screws were broken. The surgeon has elected to monitor the patient's condition. No revision surgery is scheduled at this time.